Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit loss of sensing and high capture threshold resulting in loss of capture upon lead testing. Multiple repositioning attempts were made but were unsuccessful. The helix of the rv lead failed to extend after multiple attempts. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense, failure to capture and helix mechanism issue were confirmed. A complete lead was returned in one piece. Visual examination of the lead found the helix was extended and clogged with blood/ tissue. X-ray examination found the inner coil was over torqued and all of the inner coil filars were fractured in the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued and fractured inner coil in the connector region and the helix clogged with blood/ tissue. The cause of the reported events of failure to sense and failure to capture was isolated to the over torqued and fractured inner coil in the connector region consistent with procedural damage.